Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16585 it was reported the patient's system was auto-reducing due to invalid impedances on both leads. Surgical intervention took place in which the leads were explanted and replaced to address the issue. Therapy was restored.